Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up several inappropriate shocks due to oversensing were observed. The lead was capped.